Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring alert for bipolar lead failure. In office follow-up revealed lead noise with arm movement. Lead check turned off, sensitivity decreased and unipolar sensing and pacing left programmed until data presented to following md.